Event description:
It was reported that the patient's implantable neurostimulator (ins) was moved "about" 2 years ago and she had felt a burning "ever since". It was noted that the patient met with a company representative "about a year ago".

Manufacturer narrative:
Concomitant medical products: product ID 7433, serial# (B)(4), implanted: (B)(6) 1992, product type: programmer, patient; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1992, product type: extension; product ID 3888-28, lot# *unkser, implanted: (B)(6) 1992, product type: lead. (B)(4).